Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. Concomitant product: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump, model #: m-5491-02, serial #: (B)(4). Ismus catheter, model #: d-1171-22-s, webster 8 pole catheter, model #: d-1097-550-s. (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent a persistent atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient's medical history is unknown. During the procedure, a pericarditis and pericardial effusion were discovered and confirmed through diagnostic testing. They performed a pericardiocentesis. However, the amount of fluid was unknown. A transseptal had been performed with a st. Jude brk-1 es needle. Sheaths used were the st. Jude agilis small curl and a st. Jude sl-1 8.5 fr. No errors were observed on the biosense webster equipment during the procedure. The patient did require extended hospitalization of two days for observation. The patient was reported to be in stable condition at the time the complaint was reported. The physician's opinion regarding the cause of this adverse event was that it was procedure, patient anatomy and possibly product related. Settings during the event include: power control mode / 2cc/min mapping and 17cc/min during ablation / act in 350's.